Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2020: patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence. Did any unintended section of the device remain inside the patient¿s body? No, just very hard to release the filter but it was able to be deployed.

Manufacturer narrative:
Manufacturers ref# (B)(4). Other health care professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: customer had two of the same lot number that would not deploy. The deployment sheath did make patient contact however no problems or subsequent procedures were needed as a result. They ultimately pulled a third cook tulip filter that did deploy and was placed on the patient. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: two filters would not deploy logged under: (B)(4) (ref#: 3002808486-2020-00762) and (B)(4) (ref#: 3002808486-2020-00992). A third filter was successfully placed in the patient and no harm was reported. Only one jugular introducer inside an introducer sheath was returned (unknown from which procedure) and kinks were noted next to the hub as well as 108mm from the distal tip. No non-conformances were noted on the distal sheath tip. After removal from the introducer sheath kinks were noted on the protection sheath 100mm and 114mm from the distal tip and another squeezed/accordioned area was noted 656mm from same. The red safety button was pressed down, ie the system was unlocked, but when pressing the blue release button, it did not spring back to starting position and the grasping hook did not move inside. After cutting open the protection sheath no non-conformances were noted inside the handle or in the safety button, but the jugular introducer inside had fractured. Based on the limited information provided the exact reason for the fracture cannot be determined and a detailed analysis by scanning electron microscope revealed no sign of inclusion. However, where fractured the introducer was bent perpendicular to the length and cracks were noted near the fracture, thus suggesting that external forces caused it. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.